Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump lost power. The patient reported that this past summer, they went canoeing and fell out of the canoe exposing the pump to water. They said that the pump was exposed to the water for only a couple of minutes, they swam to shore and the pump had no power. The patient stated that there was nothing on the screen, the buttons were not responding and there were no audible tones. The patient dried the pump out for two hours and replaced the same battery pack in the pump and the pump powered on. The patient confirmed that the audio bolus button was leaning to one side, it was sitting higher on the side closer to the cartridge compartment. Customer support informed the patient that moisture could have gotten into the pump that way. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed no power on resets. There was no damage found to the battery compartment. The battery cap was not returned with the pump. A new test cap was found to secure tightly to the pump. The pump was exercised for 24 hours on a 1 unit per hour basal rate with the test battery cap with no power issues. The pump was found to power on with the appropriate vibratory and audible sounds. The pump was opened and there was no evidence of moisture or damage found to the battery flex or power circuit. The reported complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.